Event description:
Bayer case number: (B)(4). Serious adverse effects, including subsequent surgical removal of the implants [medical device removal] case narrative: this spontaneous case was reported by a healthcare professional and describes the occurrence of medical device removal ("serious adverse effects, including subsequent surgical removal of the implants") in a female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. On an unknown date she underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (to remove essure). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: in france, however, up to the 2010s, it was women who turned to sterilization more. Firstly, and above all by tubal ligation; then by essure tubal implants (until their removal from the market in 2017), exposing a lot of women to serious adverse effects, including subsequent surgical removal of the implants. Further company follow-up with the healthcare professional is not possible. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number:(B)(4). Serious adverse effects, including subsequent surgical removal of the implants [medical device removal] case narrative: this spontaneous case was reported by a healthcare professional and describes the occurrence of medical device removal ("serious adverse effects, including subsequent surgical removal of the implants") in a female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. On an unknown date she underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (to remove essure). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: in france, however, up to the 2010s, it was women who turned to sterilization more. Firstly and above all by tubal ligation; then by essure tubal implants (until their removal from the market in 2017), exposing a lot of women to serious adverse effects, including subsequent surgical removal of the implants. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 15-nov-2024: quality safety evaluation of ptc. Further company follow-up with the healthcare professional is not possible. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.